Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. Technical support (ts) discussed the error code and suggested repair per the manual. Provided part numbers and discussed installation to include installing software. Ts-followed up with customer who stated when pressurizing, he could hear a leak inside, around the tubing. Provided the tubing kit parts ID if needed. Follow up attempts were made to obtain device evaluation / repair information from the customer; no response received. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the backup alarm failed. There was no patient involvement.